Manufacturer narrative:
(B)(4).

Event description:
During an atrial fibrillation (afib) procedure it was reported catheter could not be adjusted. The issue was resolved after the catheter was replaced. The procedure was completed without any patient's consequence. This event was reported on (B)(4) 2013. This catheter was received on (B)(4) 2013 for further analysis. Upon receipt, the catheter was visually inspected. It was found that ring #1 was damaged, the ring was folded over and had a sharp edge. Due to the condition of the catheter this event is now a MDR reportable event. Alert date was reset to (B)(4) 2013.

Manufacturer narrative:
(B)(4). During an atrial fibrillation (afib) procedure it was reported catheter could not be adjusted. The issue was resolved after the catheter was replaced. The procedure was completed without any patient¿s consequence. This event was reported on (B)(4) 2013. This catheter was received on (B)(4) 2013 for further analysis. Upon receipt, the catheter was visually inspected. It was found that ring #1 was damaged, the ring was folded over and had a sharp edge. Due to the condition of the catheter this event is now a MDR reportable event. Upon receipt, the device was visually inspected and it was found that the ring #1 was damaged with sharp edge. This condition was not reported in the original complaint. Contraction test was performed and the catheter passed the test. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The customer complaint regarding the contraction issue cannot be confirmed.